Manufacturer narrative:
Sample product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that when the physician opened an intraocular lens (iol) he noted that it was hard and difficult to load into the cartridge. He also felt resistance as he delivered the lens out from the system onto the surgery field, not the patient's eye. He completed the surgery with back up product. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified handpiece and non-qualified viscoelastic. The root cause is most likely related a failure to follow the dfu. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).